Event description:
It was reported that the foley catheter of lot# nggy5874 was inserted into patient, when patient went home the catheter had fallen out as the balloon deflated and upon inspection a small pinhole was discovered. Patient had to return to the emergency room. Per follow up via phone on 17may2023, it was reported that the customer had an additional defective sample that they would return for evaluation. Per follow up via phone on 22may2023, it was reported that they sent back six catheters to the manufacturer. Per sample form received on 25may2023, it was stated that on (B)(6) 2023, the patient had a foley in place and was discharged from the emergency room. While the patient was at home the foley fell out. When they troubleshooted it, they noticed a pinhole in the balloon where the saline was leaking. They put a new one and sent them home. The patient returned on (B)(6) 2023 for the same problem, again staff troubleshooted the balloon and noticed a pin size hole and third foley was inserted. Both times they inflated the balloon prior to the insertion they found no issues, then after it was inserted, the hole appeared. Also stated that the 2nd foley was thrown away.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter of lot# nggy5874 was inserted into patient, when patient went home the catheter had fallen out as the balloon deflated and upon inspection a small pinhole was discovered. Patient had to return to the emergency room. Per follow up via phone on 17may2023, it was reported that the customer had an additional defective sample that they would return for evaluation. Per follow up via phone on 22may2023, it was reported that they sent back six catheters to the manufacturer. Per sample form received on 25may2023, it was stated that on (B)(6) 2023, the patient had a foley in place and was discharged from the emergency room. While the patient was at home the foley fell out. When they troubleshooted it, they noticed a pinhole in the balloon where the saline was leaking. They put a new one and sent them home. The patient returned on (B)(6) 2023 for the same problem, again staff troubleshooted the balloon and noticed a pin size hole and third foley was inserted. Both times they inflated the balloon prior to the insertion they found no issues, then after it was inserted, the hole appeared. Also stated that the 2nd foley was thrown away.